Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that there was I ntra-operative implantable neurostimulator (ins) connection issue. The rep initially connected communicator and tablet to the ins. Was able to enter information (name, etc) and possibly start entering parameters. Provided the ins to physician as requested (1-2 meters within tablet and communicator), he inserted the 47002 adaptor. The rep took the tablet and communicator and went into menu for impedance. A that point they got a message that the communicator has lost connection with the ins. Then got error message ¿system error 0x530bfa59.¿ the program was restarted, connected to communicator, but again could not connect to ins. The rep tried to go outside the or room with someone sterile holding the ins and with communicator still in nylon over ins; not working. The tablet was restarted, but not working. Changed batteries of the communicator, it started connecting (percentage) but it crashed again (same error number). Then a new ins was opened, which the rep had no time to try to connect to it before it was in the sterile field because a nurse opened it quickly and gave it to sterile physician. This ins could also not connect. The software was restarted again, no success in connecting, the tablet too but still no success. Then tried again and the screen with percentages (in process) went from about 10% to 77% then went down to a low percentage again then up but did not succeed in connecting. Eventually after trying several more times it said the following message: interrogating device from previous session. The following device was detected: patient name: no data available device serial no: (B)(4) ". This message was received 2-3 times when trying again. I also got the following message: system detected invalid data in the device. Therapy data may be cleared. Error code: (010085) (040201) (030200) (080800) (0a0200). We tried to move the first ins away further (4 meters away) and the communicator was always in nylon on top of second ins and still was trying to connect with first ins. Possible contributing factors was some interference in the background. The physician decided to close sutures with second ins connected to adaptor inside and send patient to recovery and reopen if there was still an issue. In recovery room, the rep managed to connect communicator to implanted ins immediately and impedance was within normal range. The issue was resolved. The first ins was possibly defective. The patient was alive with no injury. Reference manufacturer report # 3004209178-2020-17729 for the first ins.